Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell five of five of peritoneal dialysis therapy. The patient was connected. The patient reported properly disconnecting and then reconnecting prior to the alarm occurring. The technical service representative assisted the patient clearing the alarm and ending therapy. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.